Event description:
The customer reported the system displayed blacked images there are no reports of patient injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.